Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient developed a pocket infection. The patient's implantable cardiac monitor was explanted on (B)(6) 2019.

Event description:
New information received noted that the physician does not think the device caused the infection. The patient was stable after the procedure.